Event description:
It was reported the screen freezes up during interrogation. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event. The programmer was able to interrogate various implantable devices without issue. As a preventative measure, the link electronic module (lem) circuit board was recalibrated. (B)(4).